Event description:
It was reported that "patient was revised for ongoing pain in her left hip and upper leg. Surgeon is concerned excessive wear caused bone erosion of the acetabulum and calcar after 1 year implantation." Patient was revised.

Manufacturer narrative:
Additional information has been requested, and if received, will be issued on a supplemental report.